Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that the patient had dessara sling mesh implant on (B)(6) 2009 due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent excision of vaginal mesh and sling excision on 03/13/2014 due to complications related to mesh and sling. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2014 due to vaginal pain and urge incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was reported that the patient had dessara sling mesh implant on (B)(6) 2009 due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent excision of vaginal mesh and sling excision on (B)(6) 2014 due to complications related to mesh and sling. It was reported that the patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2014 due to vaginal pain and urge incontinence. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.